Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous proximal right coronary artery with an unknown degree of calcification. A non-bsc guide wire was placed before an 8x4.50mm quantum apex balloon catheter was advanced to the target lesion. The balloon ruptured on the first inflation at a pressure of 5atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).